Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 121 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.